Manufacturer narrative:
Per the user facility's biomedical engineer, the roller pump had power because he could hear the fan but the pump would not turn. The field service representative (fsr) verified the reported complaint. He replaced the central processing unit (cpu) and pump driver circuit boards. The unit operated to the manufacturer's specifications. The suspect parts will be returned to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had no display and would not start. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found that a defective direct current (dc) to dc converter on the driver/power board to be the cause of the display failure and the roller head to not start rotations. The measured input voltage on the dc to dc converter was the expected 33 volts. The measured output was 0 volts. No output was received from the converter to the rest of the driver/power board. The central processing unit (cpu) board operated as intended throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.